Event description:
It was reported that this right atrial (ra) lead was suspected to have dislodged because it had exhibited decreased sensing and loss of capture (loc). The dislodgment was confirmed by the physician via x-ray imaging. This lead was surgically explanted and successfully replaced. This lead was disposed of by the facility. No additional adverse patient effects were reported.